Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure for unknown reasons due to a failed total elbow arthoplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. H6: component code: proposed code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified, the humeral component explanted with confirmed, part and lot etch visible. Scratches can be seen indicating use. However, as the product was not returned, further visual and dimensional analysis could not be performed. Review of the device history record(s) identified, no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.